Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a touchscreen malfunction. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported.

Manufacturer narrative:
Per a follow-up good faith effort (gfe) response, the authorized service provider engineer installed the replacement touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. D4 - serial number is added and product UDI is corrected.

Manufacturer narrative:
Per initial good faith effort (gfe) response received, the authorized service provider (asp) engineer stated that the touchscreen was calibrated, but the issue remained. The asp engineer ordered the replacement touchscreen for repair.